Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Firoozabadi, m. A., mafi, a. H., afzal, s. Fard, s. B., khaledian, h., bozorgsavoji, a., azadnajafabad, s., mortazavi, s. M. J. (2024) does body mass index (bmi) significantly influence aseptic loosening in primary total knee arthroplasty? Insights from a long-term retrospective cohort study. Bmc musculoskeletal disorders 25(980)1-6 https://doi.org/10.1186/s12891-024-07913-0. B3 - event date - date of publication. D10 - concomitant devices - unknown nexgen tibial component catalog #: ni lot #: ni, unknown nexgen femoral component catalog #: ni lot #: ni. E1 - contact - correspondence author. G2 - report source - foreign: event occurred in iran. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one (1) patient developed joint instability following knee arthroplasty. Attempts have been made; however, no additional information is available.